Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t high sensitivity stat assay (tnths stat) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial tnths stat result was 20 pg/ml with a repeat result of 441.0 pg/ml with a data flag. The customer stated the repeat result was confirmed by testing the same patient sample on another cobas e411, specific data not provided. A new sample was tested on (B)(6) 2019 with a tnths stat result of 469.9 pg/ml with a data flag. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The tnths stat reagent lot was 345888 with an expiration date 31-dec-2019. Calibration and qc results were acceptable. The customer was not certain if a rack adapter was used in the position the initial sample was processed from. The investigation is currently ongoing.